Manufacturer narrative:
Citation: goto y, takagi s, yanagisawa j, yamamoto m. Totally endoscopic mitral valve replacement for mitral regurgitation post-transcatheter aortic valve implantation: a case report. Eur heart j case rep. 2025;9(9):ytaf420. Published 2025 aug 23. Doi:10.1093/ehjcr/ytaf420 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve implantation (tavi) with a medtronic 26 mm evolut fx valve to treat severe aortic stenosis. Twenty days after tavi, the patient was re-hospitalized for heart failure and severe mitral regurgitation due to restricted motion of the anterior mitral leaflet caused by evolut fx valve interference (observed via transesophageal echocardiography). A comparison of echocardiographic images obtained immediately after tavi and at the time of rehospitalization found that the evolut fx frame migrated towards the left ventricle, resulting in mechanical interference between the valve frame and the anterior mitral leaflet, which led to worsening mitral regurgitation. Consequently, a totally endoscopic mitral valve replacement surgery was performed with successful prevention of interference between the non-medtronic mitral prosthesis (25 mm mitris) and the evolut fx. The authors concluded their account with the following remarks: ¿the postoperative course was uneventful, and the patient was discharged on day 6.¿